Event description:
It was reported that during an unknown procedure some clips didn't form properly: the two sides of the clip didn't adhere perfectly creating a loop; so the clips didn't adhere well at the blood vessel. No patient adverse consequences have been reported. Devices have been discarded.

Manufacturer narrative:
(B)(4).